Manufacturer narrative:
This report is submitted on 22 mar 2021.

Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown and extrusion of the device. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.